Event description:
A malfunction was reported on the pump, with no notable events occurring prior. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided pump reset information and assisted with the reset, after which the malfunction did not recur, allowing the customer to continue using the pump.